Event description:
A hospital in (B)(6) reported to our distributor that an mr290 autofeed humidification chamber was leaking water. The hospital further reported that when the chamber was removed no leak was observed. This was found during pre-use check on a ventilator.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed no damage to the returned chamber. The pressure test showed that the chamber operated within specification. A lot check revealed no other complaints of this nature for lot number 111011. Conclusion: no fault was found with the returned mr290 chamber, and we are unable to determine the root cause of the problem reported by the customer. The leak experienced by the customer was most likely due to an incorrect setup. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.